Event description:
A patient was being monitored with an m1193a sensor. While the monitor was still measuring a value of a 100% saturation, the skin color of the patient turned blue. The clinical users immediately connected a nellcor n200 device tho this patient to validate the saturation. The saturation of the nellcor n200 displayed a value of 35% and oxygen was supplied to the patient.